Event description:
It was reported via repair work order that the stair pro was not functioning correctly due to a bent track support strut.. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stair pro was not functioning correctly due to a bent track frame weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the track strut was bent. It was found during the investigation that the track frame was bent.